Event description:
It was reported in a service report, the fowler cylinder leaked onto the floor. No adverse consequence alleged.

Event description:
Customer reportedly received result of 114 mg/dl on compact plus system 1, and the following results on compact plus system 2: 430 mg/dl, 329 mg/dl, 220 mg/dl, and 212 mg/dl. All reported results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has test strips from compact plus system 1; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in compact plus system 2 (lot number 20715141, expiration date 09/30/2010). (B) (4)